Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was used for a case the system was powered off. The site reported that they leave the system plugged in, but do not usually power it off. When the system was booting for another case, it was taking a lot of time to run through the boot up sequence. The monitor displayed code and the code was running for several minutes without stopping. The customer was going to let the system sit as it was still running through commands. It failed to start the network, resolution dependence fail for network to be configured. The system was used without issue for three cases, and after the third one, the system displayed a black screen with white lettering. There was no patient involved. Troubleshooting consisted of pressing control, alt, delete to force a software restart, this issue did not resolve. They powered the system down and unplugged it for 30 seconds, then plugged it back in. The network failed and the network could not be configured. 2023-apr-28 interface update (rep): additional information was received. It was reported that after the ssd was replaced, the behavior did not change. They swapped the ssd to the other port and there was still no change. The system continued to boot to a black screen with white text. 2023-aug-31 e1 (ts): no new information. 2023-sep-07 e2 (rep): no new information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411; product ID: 9735786, serial/lot #: (B)(6); product ID: 9735736, serial/lot #: 2.0.1, h3/h6 - a manufacturer representative went to the site to service the system. The computer and hard drive were replaced. Evaluation codes b01, c02, d02 apply. Evaluation of the software logs determined there was insufficient information to determine if a software issue occurred. Codes b01, c19, d15 apply. Evaluation of the returned computer determined the computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network is set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. Computer does fail sound in the burn-in testing due to driver not being installed properly. There are no input devices available for sound settings. Vendor analysis determined there was a sound card failure. Codes b01, c02, d02 apply. The hard drive was not returned. Codes b17, c20, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.